Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a auto inflation and inflation problems. The pump was explanted and replaced, reservoir was drained and refilled. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100483786 model/catalog description: reservoir flat iz 100 ml d4 unique identifier (UDI): (B)(4).